Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer was asked to deliver a 5.0 u via fill cannula, but customer received another motor error alarm. Customer changed tube and reservoir. Customer stated that the motor error occurred 4 times in the last 30 days. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.